Event description:
The customer stated that the cell-dyn sapphire waste sensor is not functioning. A new waste sensor tubing was ordered for replacement. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.